Event description:
The customer contact reported a leak of technetium. The male end of the device was connected to an intravenous catheter. An unspecified 22 gauge needle was inserted in the center of the reseal injection port and the technetium was injected, while the patient was walking on a treadmill. During this injection, the technetium leakage was noted around the needle entry site on the injection port. The clinician was gloved and had held gauze under the injection site during the injection; therefore, skin contact did not occur. The technetium spilled onto the floor and was cleaned per the facility's protocol. The procedure was completed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.